Event description:
It was reported that this inflatable penile prosthesis (ipp) was too large. A surgical procedure was performed during which the device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1000453056. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Too large of a device is acknowledged within the instructions for use (IFU). Based on the information available, the reported issues with length of the device may have been due to a potential measurement error during the implant procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.